Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31360869l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During rpv (right pulmonary vein) ablation, the patient¿s blood pressure decreased, and cardiac tamponade was confirmed. Drainage was performed and the patient's condition stabilized. Patient fully recovered. The physician's opinion is that he/she felt discomfort during brockenbrough and that small cardiac perforation may have occurred. The physician believes that ablation and mapping are not related with this issue. Atrial septal puncture was performed with rf (radiofrequency) needle. Ablation was performed prior to noting the cardiac tamponade. No steam pop was confirmed. No error messages observed on biosense webster equipment during the procedure. Act (activated clotting time) was maintained at 300sec during the procedure.